Event description:
Chronic severe pelvic and lower back pain, extreme fatigue, excessive weight gain, headaches, hair loss, depression, mood swings, etc since essure implants. Apparently I have to report this quickly because your site has a time limit.